Event description:
It was reported that the patient experienced ineffective therapy after taking a fall and the patient's lead exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported impedance issue was not able to be confirmed. Analysis of the returned paddle lead found it was damaged during explant. The device had multiple open channels due to fractures, but it is unknown if any of the fractures occurred prior to explant, or if they all occurred during explant.